Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she received a result in the 200's mg/dl on the aviva system, and was having hypoglycemia. The customer retested within 5 minutes and received a blood glucose result in the "70's mg/dl." Customer could not recall the exact blood glucose values. No adverse event was reported. Return of the suspect device was requested for evaluation.